Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the needle carrier did not retract back into the capio head. The device was being thrown through the sacrospinous ligament and the problem occurred inside the patient. It was reported that there were no visible defects noted to the device. The physician completed the procedure with another capio device with no patient complications. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.